Manufacturer narrative:
As reported, the 2mm 10cm saber percutaneous transluminal angioplasty (pta) balloon showed leakage. Leakage was detected during contrast injection under positive pressure, as noted by the physician. The procedure was completed by replacing the device with a non-cordis balloon catheter. There was no reported injury to the patient. The product was properly stored and prepared according to the instructions for use (IFU). No difficulties were reported during removal from the hoop, balloon cover, or sterile components. The device maintained negative pressure during preparation, and no damage was observed prior to insertion. The intended procedure targeted a below-the-knee lesion with 85% stenosis, severe calcification, and moderate tortuosity. The balloon catheter encountered no resistance, friction, or difficulty during advancement or lesion crossing, and it did not kink or pass through any acute bends. The contrast-to-saline ratio used was 50:50. The device will be returned for evaluation. A non-sterile ¿saber 2mm10cm 150¿ catheter was received for analysis, coiled inside a clear plastic bag. The device was unpacked to proceed with evaluation. A thorough visual inspection revealed no damage or anomalies. An unidentified 0.018¿ guidewire was found inserted into the wire lumen. The balloon was returned in a deflated condition. No other notable findings were observed. A functional test was performed by attaching an inflator/deflator device to the inflation port. The balloon inflation test was conducted by applying positive pressure using the inflator/deflator device to achieve the rated burst pressure. The balloon inflated as expected, maintaining proper shape without any signs of difficulty or delay. The inflation pressure remained stable throughout testing. A product history record (phr) review of lot 82312366 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was not verified during evaluation as the returned device functioned within specifications. No leaks, bursts, or performance issues were identified during analysis. Based on the available information and the absence of observed anomalies, the exact cause of the reported event could not be determined. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted to the device. According to the warnings in the safety information in the instructions for use, ¿flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 2mm 10cm saber percutaneous transluminal angioplasty (pta) balloon showed leakage. Leakage was detected during contrast injection under positive pressure, as noted by the physician. The procedure was completed by replacing the device with a non-cordis balloon catheter. There was no reported injury to the patient. The product was properly stored and prepared according to the instructions for use (IFU). No difficulties were reported during removal from the hoop, balloon cover, or sterile components. The device maintained negative pressure during preparation, and no damage was observed prior to insertion. The intended procedure targeted a below-the-knee lesion with 85% stenosis, severe calcification, and moderate tortuosity. The balloon catheter encountered no resistance, friction, or difficulty during advancement or lesion crossing, and it did not kink or pass through any acute bends. The contrast-to-saline ratio used was 50:50. The device will be returned for evaluation.

Event description:
As reported, the 2mm 10cm saber percutaneous transluminal angioplasty (pta) balloon showed leakage. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 2mm 10cm saber percutaneous transluminal angioplasty (pta) balloon showed leakage. Leakage was detected during contrast injection under positive pressure, as noted by the physician. The procedure was completed by replacing the device with a non-cordis balloon catheter. There was no reported injury to the patient. The product was properly stored and prepared according to the instructions for use (IFU). No difficulties were reported during removal from the hoop, balloon cover, or sterile components. The device maintained negative pressure during preparation, and no damage was observed prior to insertion. The intended procedure targeted a below-the-knee lesion with 85% stenosis, severe calcification, and moderate tortuosity. The balloon catheter encountered no resistance, friction, or difficulty during advancement or lesion crossing, and it did not kink or pass through any acute bends. The contrast-to-saline ratio used was 50:50. The device will be returned for evaluation.